Event description:
It was reported that the green light on the patient's system controller was dimmed to the point where it was difficult to tell if the light was on. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim leds on the pump running symbol was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). The controller was tested with a mock circulatory loop and dim leds were observed on the pump running symbol. This issue did not affect the controller¿s ability to support the pump at the set speed. The log file downloaded from the returned controller contained approximately 5 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file data did not indicate any issues with the controller. The driveline was disconnected on (B)(6) 2022 at 13:33:35 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address this issue. Incidental findings: fluid ingress coating the protective layers of the white power cable and the black power cable. Fluid ingress on the insulation jacket of the white power cable and the black power cable inner wires. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions and the pump running led condition, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 03nov2019. No further information was provided. The manufacturer is closing the file on this event.